Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing for lots 426670, 483240, and 483250. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event for lots 66277264, 65859220, 905710, 384790, 631400, and 66033987. A definitive root cause cannot be determined. The reported revision is confirmed from the provided revision sticker sheet but the reported loosening event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that a patient underwent a revision procedure approximately 13 months post implantation due to glenoid loosening and pain in the shoulder. Attempts have been made and additional information on the reported event is unavailable at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: compr vrs glen pps min tpr adr cat#110027734 lot#66277264; comp rvs cntrl 6.5x40mm st/rst cat#115398 lot#426670; comp lk scr 3.5hex 4.75x35 st cat# 180554 lot#483240; comp lk scr 3.5hex 4.75x35 st cat# 180554 lot#483250; comp lk scr 3.5hex 4.75x35 st cat# 180554 lot#905710; comp lk scr 3.5hex 4.75x45 st cat#180556 lot#384790; comp lk scr 3.5hex 4.75x40 st cat#180555 lot#631400; comp lk scr 3.5hex 4.75x30 st cat#180553 lot#66033987. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a revision procedure due to glenoid loosening and pain in the shoulder. A custom glenoid is currently being manufactured and the revision procedure is planned to occur approximately 13 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.